Event description:
The pt's son states that this bpm indicated his mother's bp was under control. He stated her bp readings from this bpm were consistently around 138/85. The reporter stated these readings were approximately 30 points too low. The pt had 2 strokes: 1 in early (B)(6), and another at the end of (B)(6). This bpm was taken to the hospital when the pt was admitted for the 2nd stroke. The doctor claimed that the inaccuracy of this bpm contributed to the pt's medical condition. Because it did not indicate that her bp was not under control.